Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo 12.1 of -5.50/2.0/091 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens and the problem was not resolved. Reference MFR # 2023826-2023-03766 for exchange lens that resolved the problem.

Manufacturer narrative:
Corrected data: b4- date of this report: "08/01/1991" should be removed and "08/18/2023" should be added. Claim# (B)(4).

Manufacturer narrative:
Additional data: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with liquid. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).